Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had poor contact. The issue was found during a therapeutic endoscopic examination. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, the image was completely dark. Based on the results of the investigation, it is likely the reported malfunction was due to a cable contact defect. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor contact. The issue was found during a therapeutic endoscopic examination. There were no reports of patient harm.